Manufacturer narrative:
Information contained in this report was previously submitted through asr on 29/jan/2014. Device evaluation: brown particle material was noted on the outer surface of the device. While particle material was noted on the inner surface of the device. No leakage was detected. No blockage of the port hole/diaphragm valve was seen which was reported to be clear. No device failure observed; device reported to be intact and functional. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation; "leak identified at valve of the implant."

Event description:
Healthcare professional reported a right side deflation. "Right breast still larger than left breast, and that the right breast was off-center", "a bubble under the right nipple", "right breast was far enough over that it felt like it was in the armpit", "patient was unhappy with the size and position of right breast", "leak identified at valve of the implant", "bodily injury and resulting pain and suffering" and "mental anguish". The following reported events have been deemed not related to the device: "disability, disfigurement, and loss of the capacity for enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing care and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and will also suffer in future". Affected side is right. The device has been explanted and replaced.